Manufacturer narrative:
Due to system limitations, section h6 required to input investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. A review of the manufacturing documentation associated with lot: 2501084508 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 4.0 x 40 .014 saberx percutaneous transluminal coronary angioplasty (ptca) balloon was used as a pre-balloon in a pop chronic total occlusion (cto) case via ipsilateral antegrade puncture. However, the balloon ruptured during the first inflation. The balloon ruptured at its nominal pressure. The product was removed, and a non-cordis balloon was used to complete the procedure without issue. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). No difficulty removing it from the hoop, protective balloon cover, stylet, or other sterile packaging components. No kinks or damage were noted prior to insertion, and the device was prepped per IFU, maintaining negative pressure. The intended procedure was endovascular therapy (evt). The lesion was severely calcified with no vessel tortuosity and 100% stenosis, and the device was used for treatment of a chronic total occlusion (cto). No resistance or friction was encountered during insertion through the rotating hemostatic valve or guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was not placed in an acute bend and did not kink during use. A 1:1 contrast-to-saline ratio was used. The device was discarded and is not being returned.

Event description:
As reported, the 4.0 x 40 .014 saberx percutaneous transluminal angioplasty (pta) balloon was used as a pre-balloon in a pop chronic total occlusion (cto) case via ipsilateral antegrade puncture. However, the balloon ruptured during the first inflation. The balloon ruptured at its nominal pressure. The product was removed, and a non-cordis balloon was used to complete the procedure without issue. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). No difficulty removing it from the hoop, protective balloon cover, stylet, or other sterile packaging components. No kinks or damage were noted prior to insertion, and the device was prepped per IFU, maintaining negative pressure. The intended procedure was endovascular therapy (evt). The lesion was severely calcified with no vessel tortuosity and 100% stenosis, and the device was used for treatment of a chronic total occlusion (cto). No resistance or friction was encountered during insertion through the rotating hemostatic valve or guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was not placed in an acute bend and did not kink during use. A 1:1 contrast-to-saline ratio was used. The device was discarded and is not being returned.

Manufacturer narrative:
As reported, the 4.0 x 40 .014 saberx percutaneous transluminal angioplasty (pta) balloon was used as a pre-balloon in a pop chronic total occlusion (cto) case via ipsilateral antegrade puncture. However, the balloon ruptured during the first inflation at its nominal pressure. The product was removed, and a non-cordis balloon was used to complete the procedure without issue. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). No difficulty removing it from the hoop, protective balloon cover, stylet, or other sterile packaging components. No kinks or damage were noted prior to insertion, and the device was prepped per IFU, maintaining negative pressure. The intended procedure was endovascular therapy (evt). The lesion was severely calcified with no vessel tortuosity and 100% stenosis, and the device was used for treatment of a chronic total occlusion (cto). No resistance or friction was encountered during insertion through the rotating hemostatic valve or guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was not placed in an acute bend and did not kink during use. A 1:1 contrast-to-saline ratio was used.the device was not returned for evaluation as it was discarded. A product history record (phr) review of lot 2501084508 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿balloon burst - at/below rbp¿ could not be verified as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification with 100% stenosis and a chronic total occlusion likely contributed to the reported event. Damage to balloon material may have occurred upon crossing or during inflation. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use, which are not intended to mitigate risk, ¿inflation in excess of the rated burst pressure may cause the balloon to rupture. Use the recommended balloon inflation medium (25% contrast medium/75% sterile saline solution). It has been shown that a 25/75% contrast / saline ratio has yielded faster balloon inflation / deflation times. Never use air or other gaseous medium to inflate the balloon. If resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.